Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient was pre-operatively diagnosed with lumbar spinal stenosis. Degenerative disc disease. Spondylolisthesis l4-l5. Morbid obesity and underwent following procedure, decompressive laminectomy, l4-s1. Posterolateral fusion, l4-s1. Posterior interbody fusion l4-l5, l5-s1. Pedicle screw instrumentation system with the use of pedicle screw instrumentation system. Peek anterior biochemical cages. One cage placed at l4-l5 and one cage placed at l5-s1. Use of local autograft. Use of bone morphogenic protein. Use of microscope. Use of ssep emg monitoring. Use of intrathecal dural morphine. As per-op notes ¿posterior lumbar interbody fusion at l4-l5: facetectomy was performed. Cartilage was scraped from the end plates to expose the bleeding subchondral bone. This was then mixed with local morselized bone graft and bone morphogenic carrier sponge. Next , a peek cage packed with bone graft was inserted into the disk space with distraction of the disk space. Posterior lumbar interbody fusion at l5-s1: facetectomy was performed at l5-s1 level. Cartilage was scraped from the end plates to expose bleeding subchondral bone. Next , a peek cage packed with bone graft was inserted into the disk space with distraction of the disk space.¿ the patient was transferred to post anesthesia care unit in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.